Manufacturer narrative:
The pump passed the sleep current test, and active current test. The pump failed the self test due to appearance of pump error 63. Test p-cap locks properly into the reservoir compartment. No failed battery test alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant failed battery test alarms in the pump history files and traces on the event date of 25-feb-2025. Found pump error 63 alarms in the pump history files and traces (variable #: 03) on 07/08/2025 at 11:52:43.000 due to a possible hardware failure. Pump was cut open to perform visual inspection and found broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay. Failed battery test was not confirmed during testing. Pump error 63 (variable #: 3) was confirmed during testing due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was declined by the customer for battery failed alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.